Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship does not exist between ccpd therapy utilizing the liberty select cycler, and the patient¿s adverse events of falling and rupturing a preexisting umbilical hernia, which required hospitalization and transition to hd therapy. The pdrn stated the patient was not connected to the liberty select cycler, nor actively performing pd therapy at the time of the events. Furthermore, the pdrn stated the events were unrelated to the utilization of any fresenius product(s) or device(s). Based on the information available, the liberty select cycler can be disassociated from the events, as there is no allegation or objective evidence indicating a fresenius product malfunction or deficiency caused or contributed to the serious adverse events experienced by the patient. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was hospitalized. The patient had catheter issues and internal bleeding. Upon follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient was hospitalized on (B)(6) 2019 through (B)(6) 2019 after falling at home. The patient reportedly tripped (specifics not provided) and landed on their abdomen, which caused a preexisting umbilical hernia to burst and internal bleeding. Additionally, the patient¿s peritoneum/hernia was unable to be repaired in a manner conducive with continued peritoneal dialysis (pd) therapy. Therefore, a hemodialysis (hd) catheter (not a fresenius product) was surgically placed (date not provided), and the patient transitioned to hd therapy. After discharge, the patient began receiving outpatient hd therapy and is recovering from the events. The pdrn stated the events were unrelated to the utilization of the liberty select cycler or any fresenius device(s) or product(s). Additionally, the patient was not actively performing pd therapy, nor was the patient connected to the liberty select cycler at the time of the event. The discharge summary was requested; however, it was unavailable during the investigation.